Event description:
It was reported that nurse took a patient to computed tomography once returned and reconnected the device was now leaking from the bottom of the arctic sun device. Nurse denied any addition of water during the therapy. Also denied water leaking from drain ports. The device only had 3 bars of water before computed tomography. Mis suggested nurse send to biomed and have them call them to troubleshoot if this did not work. Second call from nurse on same day there was a puddle underneath their device. They have no other devices available and really need to make this one work. Mis drained 500ml from right side drainage port. Nurse tried to restart therapy and device primed and stopped. Nurse stated patient did go to computed tomography. Nurse confirmed they had no issues with flow rate prior to patient going to computed tomography. Nurse guided to system diagnostics showed inlet pressure was -0.4psi, circulation pump command was 100 percentage, flow rate was 0lpm. Mis offered to troubleshoot each pad to determine which might have been damaged and nurse elected to change all the pads instead.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse took a patient to computed tomography once returned and reconnected the device was now leaking from the bottom of the arctic sun device. Nurse denied any addition of water during the therapy. Also denied water leaking from drain ports. The device only had 3 bars of water before computed tomography. Mis suggested nurse send to biomed and have them call them to troubleshoot if this did not work. Second call from nurse on same day there was a puddle underneath their device. They have no other devices available and really need to make this one work. Mis drained 500ml from right side drainage port. Nurse tried to restart therapy and device primed and stopped. Nurse stated patient did go to computed tomography. Nurse confirmed they had no issues with flow rate prior to patient going to computed tomography. Nurse guided to system diagnostics showed inlet pressure was -0.4psi, circulation pump command was 100 percentage, flow rate was 0lpm. Mis offered to troubleshoot each pad to determine which might have been damaged and nurse elected to change all the pads instead.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.